Manufacturer narrative:
Concomitant medical products: model: ddbc3d1, implantable cardioverter defibrillator (ICD); (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited intermittent undersensing during atrial arrhythmia. It was noted that the device was programmed to a single chamber vvir mode. Follow up was conducted and it was verified that reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.